Manufacturer narrative:
Continuation: product ID (B)(4) ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was on treadmill during cardiac rehab. Staff noticed four second pause on monitor. Treadmill activity stopped and patient was sent to emergency (ER). Patient complained of dizziness in recent weeks, but pacemaker was never interrogated. During interrogation, a single instance of noise was seen on right ventricular (rv) electrocardiogram (egm). Noise was able to be recreated with pocket manipulation. There was unstable and rising threshold and possible fracture on the rv lead. The device was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.